Event description:
Pt reported the infusion device displayed an e7 electronic error and vibration alarm does not function. Pt's parent programmed a bolus and the e7 electronic error appeared. She changed the battery, but this did not resolve the concern. The infusion device was not dropped or exposed to water or electromagnetic fields. The infusion device was replaced and requested for eval. No physiological effects were reported, and pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.